Event description:
It was reported that when a patient presented in clinic for a follow-up, inappropriate atp therapy due to episodes of ventricular tachycardia/ supraventricular tachycardia were observed. Inefficient atp therapy for one episode was noted. The physician elected to take no action. The patient was in good condition afterwards.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.